Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2018, and suture was used. During the procedure, the needle pulled off from the thread, falling into the operative field. It was removed without damage to the patient. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.